Event description:
It was reported that a right hip revision surgery was performed due to dislocation.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the devices resemble typical explanted devices. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted bone on-growth on the shell, damage to the rim of the liner and a scratch on the femoral head. The damage on the rim of the liner and on the underside of the femoral head, were potentially caused due to the reported dislocation. No material or manufacturing deviations were observed during this investigation. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.